Manufacturer narrative:
Customer reported problem: 6 batteries were returned to smiths by customer for battery were not charging. Evaluation tests or methods used to duplicate / replicate the reported problems: battery test for all batteries. Reported problem duplicated / replicated: 5 battery were fully charged and they all holding charges. Only 1 battery was not holding any charge at all. What caused the reported (primary) problem: unable to determine and no problem were found on the 5 batteries. The one battery was not holding any charge is a battery defective (less than 3 years old).

Event description:
It was reported that a medfusion¿ 3000 series syringe pump batteries were charged overnight and three of them were found to not take a charge at all. No patient injury reported.